Manufacturer narrative:
Device returned with no lot identification.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the trocar would not arm. Another was opened to complete the case. There was no pt consequence.